Event description:
A customer reported a lower than expected vitros phyt result for a single proficiency sample (3.0 vs. An expected result = 6.16 ug/ml) using a vitros 5, 1 fs chemistry system to the proficiency sample provider. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples undetected. There was no report that patient results were questioned during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer reported a lower than expected vitros phyt result for a single proficiency sample using a vitros 5, 1 fs chemistry system to te proficiency provider. The phyt results in question was not actually reported by the vitros 5, 1 fs chemistry system. The customer misinterpreted the vitros 5, 1 phyt results when reporting. The root cause of the event is user error due to inappropriate interpretation of the vitros phyt result. There was no evidence that an instrument or reagent related issue contributed to the event.